Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pn 32gx4mm english was unable to deliver insulin during use. The following information was provided by the initial reporter: I have noticed recently that about 5 in a hundred of the above are defective and I cannot inject my insulin but have to change the needle in order to inject.